Event description:
A caller reported an error with their continuous glucose monitor, specifically error 42 related to the g7 sensor. There was no adverse impact on the customer's blood glucose level. Customer technical support provided instructions for a complete pump reset and assisted the caller through the process, resulting in successful initiation of the sensor session with no further errors displayed.